Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system booted to a camera iris error and the customer reported that the system was not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.